Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician direct stented a taxus express2 3.5x20mm drug eluting stent to the 80% stenosed lesion located in the nontortuous and noncalicifed proximal left anterior descending (lad) artery. Upon completion of the procedure, the patient experienced severe chest pain and the implanted stent was found to be full of thrombus. All attempts to dissolve the thrombus by injecting related antiplatelet medication, such as heparin, were not successful. The patient was sent for emergent coronary artery bypass grafting (CABG) surgery. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be anticipated procedural complication, as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.